Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusions set's tubing detached at the tubing connector. The site location was the patient's belly. The infusion set had been used for one day. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.